Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The instrument was also found to have damage of the conductor wire¿s insulation. Electrical continuity passed. No thermal damage was observed. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Additionally, the instrument was found to have an indentation on the bipolar yaw pulley. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 2 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable in the fenestrated bipolar forceps was partially torn. An unspecified replacement instrument was used to continue with the case. The procedure was completed with no reported injury.